Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 02/24/2017-- ortho (B)(4) information received. After review of the information received. The previously provided doi, is actually the dor. The doi is unknown at this time. There is no new information that would change the existing MDR decision.

Manufacturer narrative:
Complete product detail has not been received at this time. If further information is received, a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ortho carolina study was received on january 21, 2017. Patient was revised to address infection. The cup, liner, head, and stem were removed and prostalac was placed.